Manufacturer narrative:
Conclusion: review of the device history record and frame record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. Images reviewed showed a good fluoroscopy load check and some degree of infolding of the evolut valve frame. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the information available and without a returned valve for analysis, a conclusive root cause for the under expansion cannot be determined but it was likely related to the infold that occurred on valve recapture. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the loader was reported as inexperienced but the load was confirmed visually, tactilely, and via fluoroscopy. No infold was seen in the fluoroscopic load check but was detected during valve recapture. With the information available, a root cause for the infolding could not be conclusively determined but the patient¿s bicuspid valve may have been a contributing cause. Pvl and regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause could not be determined from the information available but the infold was a likely contributing cause. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). With the information available, an assignable root cause cannot be determined but the infold was a likely contributing cause. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated data: h6 eval method, result, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve load was verified via visual, tactile, and fluoroscopy and no misload was identified. During the implant of, into a patient with a bicuspid valve, the first valve deployment attempt was too deep so the valve was recaptured. On the second deployment attempt the valve was too high and was recaptured. The valve was redeployed in good position. Following implant, the valve was noted to be slightly constrained. No other issue was identified at the time of the implant. 2 months and 9 days following the valve implant, moderate paravalvular leak (pvl) was observed. Review of imaging of the implant case it was determined that the valve infolded after the 2nd recapture. 2 months and 16 days following implant of the valve, the infold was confirmed via x-ray and echocardiogram. Severe central regurgitation was identified based on angiogram and hemodynamics. A gradient of 15 mmhg was noted. A balloon aortic valvuloplasty (bav) was performed twice with a 25mm balloon. The infold did not resolve. A 28 mm balloon was used with the top of the balloon at the waist of the valve. The infold was reduced, but not resolved. The gradient was reduced and the central regurgitation was reduced to moderate. No additional adverse patient effects were reported.